Event description:
Surgeon implanted a similar part three years ago and wanted to revise in 2002 because of a periprothetic fracture the pt had suffered from after a fall. The tip of the enclosed part that they wanted to use is, in his opinion, thicker than the one he had implanted 3 years ago. He did not use the enclosed part for the revision, but implanted the old part again after mechanical cleaning. Please note that at the moment, it is not possible to say anything about the effects on the pt.